Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted without user intervention then entered a boot loop cycle and would not return to monitoring mode. He had already tried removing all peripherals, powering the cns on with no network cable, then plugging the cable back in, but that caused the boot loop cycle to restart. He tried unplugging the alarm indicator only, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted without user intervention then entered a boot loop cycle and would not return to monitoring mode. No patient harm was reported.